Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.

Event description:
The device did not work properly. Customer reported, breaking plant. Another device available.

Manufacturer narrative:
Device was returned. The reported event that intramedullary arthrodesis implant smart toe ii 16mm / 10° angle for pip arthro was alleged of being 'not functional' could not be confirmed, since the returned device is not matching this description. However, the visual inspection confirmed that the eye of the implant is broken. As the device is broken, a full dimensional and functional inspection was not possible. However, the measurable parts were checked and conformed to specifications and the memory shape effect was checked on the intact parts (legs) of the device and was conformed to specifications. No deviation was noted. Based on investigation and complaints history, the root cause can be attributed to a user related issue. Some of the possible root causes are: bad temperature management before surgery; bad prehension when removing the smarttoe from the holder; excessive force when manipulating the device. Please note that the operative technique (st2-st-1_smart_toe_op_tech_2015-7181) reads: ''a workshop training is recommended prior to first surgery. [Page 2] [...] Features: the implant has to be stored under 0°c (32°f) for a minimum of 2 hours before implantation. The implant has to be taken out of the freezer only after site preparation is complete and ready for implantation. The implant is designed to recover its shape progressively after implantation, to adapt its opening to patient anatomy. [Page 4] [...] Contraindications: surgical procedures other than those mentioned in the indications section [page 5] [...] Storage: the smart toe has to be stored at 0°c (32°f) or below for 2 hours or more prior to implantation. The implant has to be taken out of the freezer only after site preparation is complete and ready for implantation. [Page 6] [...] Step 3 - proximal phalanx (p1) preparation: note: if the housing in p1 seems too narrow for the closed shape of the implant: remove more bone by using the drill several times to enlarge the housing. If the cortical bone is stiff, it is possible to use the p2 short broach (xrp001003) to prepare the housing. To avoid the risk of fracture, introduce the broach manually following the axis of the phalanx.. In case of retraction of the joint space, make a plantar plate section to facilitate the distraction, and facilitate the smart toe implantation, in particular for the sizes 21 and 22. [Page 7]. [...] Step 5 - middle phalanx (p2) preparation. Note: introduce the broach manually. If it is not sufficient, always tap gently on the broach to avoid any risk of fracture. The broach must always be parallel to the transverse plane of the phalanx. It is very important not turn the broach. [Original statement - page 8]. [...] Step 6 - implantation in proximal phalanx (p1). At this point, the implant can be removed from cold storage (0°c / 32°f or below). Use the forceps (xpi003001) to remove the smart toe from its support. Insert the oblong shaped side of the implant in p1 until the forceps touch the proximal phalanx. Do not remove the forceps at this stage. Note: if it is difficult to insert the smart toe implant, use a graft remover and a hammer to assist implantation. If positioning rod is required, please refer to the following page. [Page 9]. [...] Step 7 - implantation in middle phalanx (p2) and closure. Manually reduce middle phalanx over the distal legs of the implant. Forceps must stay engaged until the middle phalanx is partially reduced over the implant. Remove the forceps and manually compress the joint for approximately 1 minute. Suture the extensor tendon to avoid the formation of a mallet toe. Note: to facilitate the shape memory process, the phalanges can be bathed in a warm sterile solution, between 37°c (98,6°f) to 40°c (104°f). [Page 9]'' [original statement(s)]'' [original statement(s)]. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The device did not work properly. Customer reported, breaking plant. Another device available.